Manufacturer narrative:
(B)(4). The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the unit's t-screw threads were stripped. A functional evaluation found that the t-screw would not tighten. The complaint was confirmed. Factors that could have contributed to the reported event include a torquing action or mis-threading event inconsistent with intended use. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the tenet knob was broken and there was loss of traction. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.